Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump had a severely scratched display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 53 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after she let go of the act button. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.